Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated thyroid stimulating hormone (tsh) result generated by the unicel dxl 800 access immunoassay system that was questioned by the physician. Subsequent testing produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in green top lihep plasma tubes with a gel separator. A field service engineer (fse) went on-site (B)(6) 2010. Fse performed a high-sensitivity system check which passed within instrument specifications. Fse also performed a precision test which passed within specifications. Fse inspected the original sample and noted a large amount of sediment. Although sample integrity may have been a contributing factor, a definitive root cause has not been determined to date for this event.